Event description:
It was reported that right ventricular (rv) lead exhibited rising out of range pacing impedance. An insulation breach was discovered during extraction procedure. The lead was explanted and replaced without complications. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in two pieces. The reported event of insulation damage was confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The reported event of high pacing impedance was not confirmed. The test for lead impedance was unable to be performed due to condition of the lead as received. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors for distal portion (b) consistent with procedural damage to the inner insulation. The cause of insulation damage is consistent with procedural damage.